Manufacturer narrative:
Pump trace download confirmed unit alarmed hardware low level failures due to software error. No the motor processor did not report the coasting as finished in reasonable time. Data in alarm can identify if this was basal/bolus, fill tubing or fill cannula noted during testing, however noted in trace download analysis due to moisture damage. Unit passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarm and able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.